Event description:
Unable to maintain the ao pressure when using a pressurewirex. The catheter was removed without harm to the patient. Manufacturer response for pressurewirex, pressurewirex (per site reporter) mfg notified by site.